Event description:
As reported by the user facility: reports leaking at the spinlock connector, with one backing out of the collar and off the i.v. Catheter. One item leaked nuclear medication causing a spill during stress test. On 6/23/2011, additional information provided by the facility indicated the sets are leaking at the tubing connection to the spinlock adapter on the distal end of the set. The sample indicating nuclear medicine was discarded during clean up of the spill. There was no patient contact to the medicine and no one suffered any adverse sequela associated with the reported incident. Two representative used samples that leaked at the same connection are being returned for evaluation.

Manufacturer narrative:
The actual device in the reported nuclear medicine spill incident was discarded and was not returned to the manufacturer to be evaluated. Two used samples from the same lot of product, noted by the facility to leak a non radioactive solution, were returned. Microscopic evaluation noted both sets to have a void in the solvent bonded joint between the spinlock connector assembly and the tubing. Both samples did not pass the joint integrity test. The critical dimensions of tubing and the insertion area of the spinlock connector were measured and found acceptable. The house retains for the reported lots were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported part or the reported lot number. The manufacturer's investigation into this reported event is ongoing. A follow up report will be filed if additional pertinent information becomes available.